Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2019-14349. It was reported that the patient is experiencing ineffective stimulation. Surgical intervention may take place to address the issue.